Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor lv had ruptured during patient use at the hospital. The device was filled with ropivacaine hydrochloride hydrate and fentanyl citrate. According to the report, the rupture occurred at the end of infusion. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available to be sent to baxter for evaluation. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. Bladder rupture is a known failure mode and root cause investigation is in progress. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and revealed that the product met all acceptance criteria for release.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.